Manufacturer narrative:
A device investigation was performed. We have received one collinear reduction clamp (sliding mechanism), with article no. 314.291 back for investigation. The handle (black plastic part) is broken right below the second screw fixation. Furthermore we found that four out of six teethes of the crown are also broken off. There are scratches and indentations on the handle and as well on the whole instrument visible. The laser etching is partly readable. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As this instrument is more than 9 years old, we do suppose that several damages and the wear and tear signs are a clear indication, that this device was often and intensely used. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a combination between intense use, age and a mechanical overload during use did lead to the breakage of the handle. Per technique guide, end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). (B)(4): the surgery was not delayed and fragments were retrieved. However the surgical plan had to be changed because of this unavoidable problem. (DHR) device history records review requested/was attempted for part #314.291 / lot #07.5609. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the collinear reduction clamp broke from the handle while trying to reduced the bone. The event occurred during surgery for left acetabular transverse and posterior wall fracture. There was no patient harm and the patient is in the follow-up period now and fine. The surgery was not delayed, however the surgical plan had to be changed because of this unavoidable problem. The surgery was successfully completed with a different type of bone clamp. No broken off fragment was left in the patient. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed on the part # 314.291, lot # 07.5609: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 05. November 2007. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.